Event description:
The device was used during a gastrectomy. Reportedly, the anvil tip disengaged. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no patient injury occurred.